Event description:
Information received from facility indicated that a resident was being transferred to bed by staff. Left leg under edge of bed and sustained 4 cm gash noted to lacerate aspect of lower leg (sent to ER), further inspection of under frame of bed, noted catheter hook on underside of bed was coated with blood, no other blood observed elsewhere. Investigation and type of laceration - leg was punctured by nook and as resident was moved, skin tore.